Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with all the sound settings set to ¿high¿. The pump powered on, and vibration at the power up was observed. The vibration motor was initiated and vibrated continuously with no intermittent vibration detected. The audible alarm was also tested, and was found to function properly. The complaint was not duplicated during testing.